Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zeego system. The user reported that the system booted in bypass mode and no x-ray was available. The robot could not be moved from the custom stored park position and several system reboots were attempted. It was later reported that the patient had passed away, however, the patients passing was not related to the delay in procedure during system reboot. No other information is available at this time.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause could not be determined as the suspected components were not returned for evaluation. Relevant root cause investigation was performed on expert discussions (considering complaint description, system history, log files, printed circuit board (d601)). The returned d601 showed no errors during analysis; however, the suspected defective pcb d115 was not available for analysis. The root cause for the bypass situation was caused by a sporadic malfunction of the d115 (part of the x-ray tube control). In the event the d115 fails; the generator detects that the anode rotation speed is too low / is not rotating anymore and as a consequence, the system switches to "bypass fluoro" mode. The affected d115 has been exchanged on site and the error did not reoccur. No corrective actions are planned based on this nonsystematic event.